Event description:
New information notes the lead was explanted.

Event description:
It was reported that high capture thresholds were observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal portion measuring 48.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.